Event description:
A pt was placed into a harness for cervical traction. The cable was pretested for slipping by pt. The cable was attached to the harness by the pt. As the cable was attached, there was no noted abnormality or fraying of the cable. The traction pull was initiated. When the pull reached about 17 lbs on the digital readout, the cable broke from the clip. The traction harness was disengaged from the motor suddenly. 140291-2013-8.